Manufacturer narrative:
The suspect pump was returned for evaluation. A review of the event history log showed a "check clutch error" had occurred. The event history log showed the error was a result of a clutch release and plunger manipulation by the user during infusion. The error was unable to be duplicated during testing. No evidence was found to suggest the reported event was caused by an intrinsic product problem.

Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.